Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d9: device availability h2: if follow-up, what type h3: device evaluated by manufacturer h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data zimvie received one screw for evaluation. Visual evaluation was performed, a fractured fragment was seen stuck inside the implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the excessive loading on abutment/implant assembly. Therefore, based on the available information, a device malfunction did occur. A fractured screw was stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Event description:
It is reported that the crown is placed on the implant and after a while the screw fractures, an attempt is made to extract it but it is not possible due to the torque applied, for the well-being of the patient for reasons of occlusion and hygiene, removal is performed. Tooth site #36. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D10: tsv4h10, imp, tsv, 4.1mm, dual sel, ha, lot number 1229728. E1: initial reporter¿s title is not provided / unknown.